Event description:
Patient underwent CABG (coronary artery bypass graft) on (B)(6) 2025, sternal closure was achieved using fibertape sternal closure system. He then presented with sternal wound infection requiring surgery on (B)(6) 2025, surgical cultures noted for corynebacterium amycolatum. This is one of 4 cases with this organism we have noted who had chest closure using fibertape sternal closure system. Catalog #s: ar7289 ar 7289t, ar 7800 ar 7801. Ref report: mw5168321.